Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The total number of samples is unknown. As per the customer, discrepant results were generated when samples were tested on the cobas 6800 and compared with newly collected samples tested on a different platform (abbot ID now). However, the alleged results have not been provided. The results were reported out. No harm is alleged.

Manufacturer narrative:
Data from the cobas runs were provided, however, the customer did not provide any specific sample ID nor did clarify the discrepancy being alleged (false positive, false negative, or specific target(s) discrepancy and resulting in the same overall call out). The provided data was reviewed but did not identify any issue. As essential information was missing and given that the data review did not identify any issue, a root cause investigation was not possible. A batch MDR will be filed to represent one event with a single device as no sample ids or specific total number of samples alleged was provided by the customer. The customer issue has been alleged on the cobas 6800 system (product catalog number 05524245001; UDI: (B)(4); PMA 510k: bk140196; product code: mza). The test used on the cobas sars-cov-2 for use on the cobas 6800-8800 system (eua(B)(4), product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4).